Event description:
Laparoscopic cholecystectomy- "the clipper isn't closing the clips. It spits out the clips in the normal shape." Patient status: fine.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and the clips met all specifications. Engineering disassembled the unit further and found internal component damage. Engineering determined the root cause of improper clip feeding was due to excessive interference between the jaws and the closure member. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of interference. This lot was built prior to application of these device enhancements. This document represents our final report.